Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose levels of up to 280 (mg/dl). Reportedly, customer indicated that they notice elevated bg levels when the insulin in the pump cartridge is lower than 40 units. Customer changes pump supplies and administers correction boluses with the pump to treat bg levels. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Customer indicated that they will change supplies.